Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: scs-linear leads, model: sc-2218-50, serial: (B)(6), batch: 7106917, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7107792, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients implantable pulse generator (ipg) was taking longer to charge. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.